Event description:
It was reported that the deep brain stimulation (dbs) patient experienced reduced levels of consciousness and hemiparesis as a result of a brain bleed following the implant procedure. The patient was admitted to the hospital where the excess blood and the lead were removed. The patient's symptoms improved and was then transferred to a rehabilitation facility. The device was not returned as it was discarded by the medical facility.